Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was detached/damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was not necessary to perform as the issue was confirmed during visual inspection. The dso seal was replaced and the device then passed all testing.

Event description:
It was reported that the screen is damaged. There was no reported patient involvement. Evaluation of the returned device identified a detached downstream occlusion seal.